Event description:
Graft was implanted in 1999. In 1999, perigraft liquids were observed at graft bifurcation and at tunneler dissection site. Note that no drains were placed. In 1999, a new surgical procedure (debridement and resuture) was performed and both perigraft liquid sites were cleared after performing the add'l procedure.